Manufacturer narrative:
After further review of additional information received the following sections d4, d10, g3, g7 and h2 have been updated accordingly. Section d10: concomitant medical products truliant tib imp ps insert sz 4 9mm (cat# 02-022-35-4009 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon revised a truliant femur implanted in (B)(6) 2019 at university (B)(6). The femur was subsided and was explanted without cement on the backside. The surgeon mentioned this in the or. Surgeon implanted a cc femur with ps bearing and 5mm distal augment. Patient should recover well after revision knee.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bony support for the implant, loosening of the femoral component, poor bone quality, or any combination of the three. However, this cannot be confirmed as the device was not available for evaluation. Additionally, no details regarding the cement used or the cement technique were provided and their contributions to the reported event cannot be determined. The most probable root cause associated with the reported event of "subsidance/migration" is a problem with all or part of an implanted device moving from its intended location in the body.